Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no report of pt or staff injury was reported. No further information is available. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator and a communication error message. No pt injury was reported.